Event description:
The customer has not provided any material number. Material description - bd ultra fine insulin syringes 3/10 ml 5/16¿ 31g. Material lot# - 404407. Complaint description ¿ I think we have defective bd syringes that we use for botox. When trying to draw up botox, most of the syringes are drawing back down on there own once we have drawn up the solution. Myself,(B)(6) and another assistant (B)(6) have had the same issue with random different bags in all of the boxes. Note- attaching the original mail for further reference.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.